Manufacturer narrative:
This medwatch is reporting the hospital admission on (B)(6) 2018 for the bacteremia. The referenced pump pocket and driveline infections and subsequent expiration of patient due to sepsis are reported on medwatch MFR report #2916596-2018-05510. Approximate age of device- 5 months, 15 days. Manufacturer's investigation conclusion: the patient remained ongoing on heartmate ii lvas, until (B)(6) 2018 when the patient ultimately expired. The pump was not explanted and therefore not returned for evaluation. A correlation between the device and reported infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2018 for bacteremia despite antibiotic and suppressive treatments. Cultures were positive for klebsiella aerogenes. The patient had a history of pump pocket and driveline infections and subsequently expired on (B)(6) 2018 due to sepsis.